Manufacturer narrative:
Section a4 and a5: unknown/ information asked but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of an intraocular lens (iol) into a patient¿s left eye, the surgeon noticed scratch on the iol. The lens was removed and replaced with the same model and diopter iol. The account thinks they usually prime the device via the canopy and is unsure if the iol had pre-existing scratch or if that occurred during preparation of device due to use error. It was noted that there was no damage to the loader/cartridge. No unplanned intervention reported, only extra ophthalmic viscoelastic device (ovd) used to prime the replacement iol. The patient outcome was not provided, but it was confirmed that there was no patient injury. No product is being returned as it was discarded. No further information was provided.